Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that system did not boot up successfully. After some functional test, fse found some malfunction on drive bay on flex vision pc. Fse replaced the flex vision pc. After replacement of flex vision pc, the hard disk and reinstall the ippc, the system returned to use in good working order. The defective part was returned for analysis and failure was not confirmed, and the failure was identified to be the hdd bay. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave an error indicating it had corrupt files, and did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexviewing pc which returned the device to use in good working order.